Manufacturer narrative:
Concomitant medical products: model: 5076-45, lead; implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency department with audible alert. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead triggered an alert for out of range/high rv defibrillation coil impedance when the impedance level exceeded the programmed upper alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.